Event description:
Healthcare professional reported a patient with pseudoexfoliative glaucoma and extremely poor va underwent xen®45 gts implantation in the left eye. Day 2 post-op, bcva decreased from 6/60 to hms, iop 56 mmhg, shallow ac, hyphema, pain, nausea, and vomiting. Patient was diagnosed with aqueous direction, given topical and oral medications. Day 4, events slightly improved and peripheral iridectomy performed. Day 5, tppv and zonulohyloidectomy performed. Day 6, iop 22 mmhg and flare and fibrin cells were observed. Day 7, iop 28 mmhg, florid anterior uveitis and iris bombe were observed, and intracameral tpa, tap and injection were performed. 1 month, bcva 6/90, iop 18 mmhg, and xen did not look to be functioning.

Manufacturer narrative:
Clarification to race: (B)(6). (B)(4). The reported events of "malignant glaucoma, uveitis, high intraocular pressure, and vision abnormalities" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.